Event description:
It was reported that, during a routine post implant device check, review of the presenting electrogram (egm) showed no sensed atrial egm signal. Subsequent atrial sensing and observed loss of capture due to high pacing thresholds indicated right atrial (ra) lead dislodgement. The device was reprogrammed, and the patient was referred back to the implanting physician for a future lead revision, most likely in the beginning of (B)(6) 2022. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a routine post implant device check, review of the presenting electrogram (egm) showed no sensed atrial egm signal. Subsequent atrial sensing and observed loss of capture due to high pacing thresholds indicated right atrial (ra) lead dislodgement. The device was reprogrammed, and the patient was referred back to the implanting physician for a future lead revision, most likely in (B)(6) 2022. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this lead was successfully repositioned. Besides intervention, there were no adverse patient effects reported.